Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump buttons were sticky and insulin squirts out during priming. The customer¿s blood glucose level was unknown at time of incident. The customer stated that insulin pump had unexplained no delivery alarm. Troubleshooting was not performed. The insulin pump will not be returned be for the analysis.